Event description:
As reported, after the first dilation of the 80 cm. Powerflexpro 6 mm. X 2 cm. Balloon catheter (bc), the physician experienced difficulty withdrawing the product through the non-cordis sheath. A lot of power/force was required to withdraw it. The physician then wanted to re-insert the product into the sheath but it was not possible. Both products will be returned for analysis. There was no reported patient injury. Additional information received indicated that the product was inflated to eight atmospheres (8 atm.) During the initial inflation. There were no problems reported during the inflation. After the inflation, the balloon appeared to deflate and re-wrap properly. There was no additional reported product issue noted upon inspection after withdrawal from the patient prior to the attempted re-insertion. Another powerflexpro bc was used to complete the procedure successfully. No target lesion/lesion characteristic information was available. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The contrast used was unknown. The ratio of contrast to saline was fifty/fifty. No additional information is available.

Manufacturer narrative:
The initial reporters phone number/ is (B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
After the first dilation of the 80 cm. Powerflexpro 6 mm. X 2 cm. Balloon catheter (bc), the physician experienced difficulty withdrawing the product through the non-cordis sheath. A lot of power/force was required to withdraw it. There was no reported patient injury. The physician then wanted to re-insert the product into the sheath but it was not possible. The product was inflated to eight atmospheres (8 atm.) During the initial inflation. There were no problems reported during the inflation. After the inflation, the balloon appeared to deflate and re-wrap properly. There was no additional reported product issue noted upon inspection after withdrawal from the patient prior to the attempted re-insertion. Another powerflexpro bc was used to complete the procedure successfully. No target lesion/lesion characteristic information was available. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The contrast used was unknown. The ratio of contrast to saline was fifty/fifty. No additional information is available. Both products were returned for analysis. One non sterile powerflexpro 6mm x 2cm 80cm bc was returned. The balloon was already inflated. One non-cordis catheter sheath introducer (csi) was received with an unknown guide wire. Per visual analysis, no anomalies were observed on the powerflexpro or on the other components. Per dimensional analysis, the outside diameter proximal seal of the powerflexpro was measured and it was found within specification. Per functional analysis, insertion and withdrawal was performed on the csi returned, and no resistance or friction was felt. The functional test was also performed with a csi (lab sample) and no resistance or friction was felt either. A device history record (DHR) review of lot 17084237 revealed no anomalies or non-conformances that may be related to the reported event. The reported ¿pta system- impeded¿ and ¿withdrawal difficulty¿ were not confirmed by analysis of the returned devices as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. The device performed as intended and therefore the reported event could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.